Event description:
Reporter stated that he had sleep apnea studies and qualified to use the mandible bar oral dental appliance which is a two piece appliance, attached by a bar holding the device together in his mouth. Shortly after use of this device, he woke up in the middle of the night with mouth wide open, device separated and clip holding the device together was not found. He is certain that he swallowed this component. He visited an oral surgeon who sent out the device for repairs. On (B)(6) 2019, he wore the repaired device and a similar incidence happened. He could not find the clip and believes he swallowed it again. Reporter is very concerned that these clips he swallowed could destroy or perforate his intestines. He insists the company changes the way the device is assembled/manufactured.